Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. There was no damage noted to the device prior to use, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely the device interacted with the heavily tortuous and calcified lesion during advancement resulting in the failure to advance and kink. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. It should be noted that the instructions for use states that the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. In this case, it could not be determined if using the emboshield nav6 in the sfa contributed to the reported difficulties. The investigation determined the reported failure to advance and kink appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the emboshield nav6 devices was used on the patient for treatment of the superficial femoral artery that had moderate to heavy tortuosity and calcification. Resistance was felt during advancement of the retrieval catheter resulting in kinking of the shaft. A non-abbott catheter was used to retrieve the filter from the patient. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.